Event description:
It was reported that customer received repeated minimum fill notifications while attempting to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer first tried reloading same cartridge without success, then, with guidance from technical support, cleaned pneumatic tap area, filled and loaded new cartridge using proper technique, and was able to successfully load cartridge and resume insulin delivery; no additional issues were reported.